Event description:
A customer reported observing air bubbles or gaps in the tandem mobi cartridge during pumping, though it did not cause their blood glucose level to exceed 500 mg/dl. The customer resolved the issue by changing the cartridge and infusion set/tubing, and they were educated to ensure insulin is at room temperature when filling the cartridge. There was no adverse impact to the customer's blood glucose level.